Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed self test, active current measurement and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device failed sleep current measurement and failed battery due to corroded battery tube and corroded electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer also stated that the display did not returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.